Manufacturer narrative:
E2013036. Block h6 conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2013036 for product code pah. This report summarizes 1 reported serious injury event. Submissions for product codes otn and otp can be found under manufacturer reports numbers 3005099803-2018-61155 and 3005099803-2018-61154.